Event description:
User detected the stent stuck during deployment in half, and user follow the instruction to deploy the stent. User then retracted the stent from patient.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c1983952 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 22nd november 2023. Refer to ¿returned product : notes¿ section for lab attendance and notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: stent fully deployed on return and still attached to safety wire; safety wire in place on return; directional button in deploy; shuttle on pass point of no return; red safety tab not returned; flexor break observed on clear section at the zip port. Functional inspection: safety wire removed and stent detached without issues. Stent intact; handle actuating fine for deployment and recapture. Flexor break was noted by the customer prior to shipping back to cook for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿with elevator open, advance device until endoscopically visualized exiting duodenoscope¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU/label. From the additional questions, it is known that the elevator on the endoscope was in a closed position during the attempted deployment. It is likely that the elevator being in a closed position would have caused the flexor break on clear section, as observed in the lab evaluation. The flexor break subsequently led to the issues with stent deployment reported by the customer. During the lab evaluation it was observed that the stent was returned fully deployed. The customer has confirmed that the device was not shipped back to cook this way, therefore it is likely that the stent deployed during returns transportation. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action / correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: the customer reported that the stent got stuck during deployment. A definitive root cause was attributed to user error due to the elevator being in a closed position during deployment. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 07-aug-2024.